Event description:
Reporter indicated pt's device system diagnostics yielded 7/llmlt/high/eri-no. Pt was being evaluated because he had been feeling stimulation in his left shoulder area. This began about six months ago. Prior to the office visit, device diagnostics were last performed in 2004 and reported as normal by the physician. A lead discontinuity is suspected. Revision surgery is likely. No serious injury was reported as a result of the high impedance.

Manufacturer narrative:
Conclusions: device failure is suspected but did not cause or contribute to a death or serious injury.